Event description:
The facility reported that two weeks post-op after operating on a patient with a dense cataract and a small pupil that it was discovered that a piece of the malyugin ring had been retained in the eye. The piece was removed and there was no impact to the patient.

Manufacturer narrative:
Only a portion of the ring was returned for evaluation. The piece that was returned showed signs of being abused with one end of the piece having cut marks most likely from scissors.